Event description:
Customer stated she was riding unit for the first time near the curb and it slipped her. She hit her head and required emergency attention. Was taken to the hosp and released. Copies of documents have been requested twice, but not rec'd.